Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23 mm navitor vision valve was selected for implantation using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis and peripheral vascular disease. There was no history of conduction disorders, including right bundle branch block (rbbb), left bundle branch block (lbbb), or atrioventricular (av) block, and the baseline rhythm was sinus. The membranous septum length was not measured, and no calcification extending beneath the aortic annular plane in the interventricular septum was reported. The procedure was performed via left carotid access. During the procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail was confirmed to be at the bottom of the non-coronary cusp (ncc). During the procedure, the patient developed a transient left bundle branch block (lbbb). A temporary pacemaker was used, and the patient left the catheterization laboratory with the temporary pacemaker in place. The valve was successfully implanted with a final implant depth of approximately 4 mm on the non-coronary cusp side and 6 mm on the left coronary cusp side. The patient remained hemodynamically stable throughout the procedure, and no clinically significant delay was reported. Following the procedure, the temporary pacemaker was removed, and the patient was discharged with a cardiac monitor. On (B)(6) 2026, the patient returned to the hospital, and a permanent pacemaker was implanted. The healthcare professional indicated that the event was not related to the performance of the device. The patient was subsequently discharged and was reported to be alive and well at home.